Event description:
The customer reported experiencing high blood glucose during the night and the infusion set was changed. Troubleshooting was performed, and the drive support cap was sticking out. The blood glucose reading was 288mg/dl. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.